Event description:
Hospital reports that upon opening their convenience kit they find that many of the fluid delivery lines are kinked near the manifold, potentially causing bubbles in the lines. There has been no patient injury.